Event description:
The facility reports the pt was being hoisted off the bed when the left hand leg raised off the ground, causing the lift to tilt. The nurse was able to level the lift; no injuries were reported.